Event description:
It was reported that the device exhibited error 42224 and multiple low battery alarms. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. H3: one device was returned for repair/evaluation in used condition. Functional testing was unable to duplicate the reported problem. Error code 42224 was revealed in the event history log. The probable cause is motor flex. Replaced motor flex to resolve the reported error. The device passed all functional tests after the repair. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
The date of the event has been updated to (B)(6) 2024 as well as the device's manufacturing address. An update also stated that there was patient involvement but no patient harm.